Manufacturer narrative:
Literature citation: itsuo shiina, masaki tatsumura, akiyo miura, ken ogawa, takeo manmoto, atsushi hirano "balloon kyphoplasty for osteoporotic vertebral fracture" mean age: 75.1 years old (58-89), 6 men, 13 women. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Levels treated, followed up postoperatively after balloon kyphoplasty(bkp): th10:2, th11:1, th12:4, l1:7, l2:4 and l3:1 mechanism of injuries: rollover (10 patients), fall (3 patients), heavy elevation (2 patients) and no traumatic history (4 patients) it was reported in an abstract that total of 31 patients with osteoporotic vertebral fracture underwent bkp in this hospital since (B)(6) 2011. Among them 19 patients who were followed up for more than six months were studied retrospectively. The following postoperative complications were observed: 1 treated vertebral fracture - additional posterior spinal fusion performed